Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, lot# 0204680703, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: 0204680703, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal (2000 mcg/ml) at a dose of 850 mcg/day via an implantable pump for cerebral palsy spasticity. It was reported on (B)(6) 2018 that the patient¿s family reported increased spasticity and withdrawal symptoms. There were no environmental/external/patient factors that may have led or contributed to the issue reported. The dosage was increased but had no effect. Pump imaging diagnostics showed no issue with the pump motor. A possible leak in the catheter was identified using dye but was inconclusive. The catheter was replaced and the issue was resolved. It was indicated that the catheter would be returned for analysis. At the time of the report the patient status was ¿alive ¿ no injury.¿ no further complications were reported or anticipated.

Manufacturer narrative:
The serial number of the 8637-40 pump was reported to be "(B)(4);" however, this is not a valid serial number. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.